Event description:
International affiliate reports the patient exhibited aggressive behavior which was attributed to the implanted valve. CT scan and x-ray found no anamolies. Based upon the anamnesis (patient already underwent several shunt revisions due to similar symptoms), it was decided to operate on the patient to examine the valve. Surgery found the valve did not hold the cerebrospinal fluid and overdrainage was occurring. The valve was explanted and replaced.